Event description:
Physician had difficulty making port adjustment 2 months after implantation, and subsequently found port is leaking. X-rays show port is no longer connected to device. It is anticipated that surgery will be required to replace the access port.